Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle shield was "left open" and the patient-end needle wouldn't activate.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8047857. Medical device expiration date: 2021-03-31. Device manufacture date: 2018-02-16. Medical device lot #: 7229881. Medical device expiration date: 2020-09-30. Device manufacture date: 2017-08-17. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle shield was "left open" and the patient-end needle wouldn't activate.